Event description:
Dr. Was using the monopolar scissor when they quit working. On visual inspection, we did not see any broken wires. The instrument was removed intact with the sheath, a new instrument was given and used without incident. No harm reached the patient.